Manufacturer narrative:
Concomitant medical products:: 350974 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to send an interrogation of the cardiac resynchronization therapy defibrillator (crt-d) via remote monitor transmission. The device remains in use. No patient complications have been reported as a result of this event.